Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during the neurostimulator implant procedure, it was not possible to insert the lead guide wire "well" into the lead. Impedance readings were less than 50 ohms on lead electrode #0, and greater than 10,000 ohms on lead electrode # 7. The lead was not used in the patient. After the lead was replaced with a new lead, the procedure was completed successfully. There was no injury to the patient.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2011-09215. Additional review indicated the correct manufacturing site was site (B)(4). Analysis of lead model 3877-45, lot # v820540 determined the stylet coil was perforated by the stylet. Analysis of stylet accessory model unk lot # unk determined no anomaly was found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.